Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, local infection / subacute chronic osteitis, swelling, fistula ((B)(6) are same patient).